Event description:
In 06/2005 the doctor applied the fixator on the patient's left femur. At a follow up visit approximately one week later it was noticed through the x-rays that the proximal ball joint of the fixator had slipped medially compromising the treatment site. The doctor brought the patient back into the or to reposition the treatment site and apply a new fixation. The patient continued treatment with a new factor.